Event description:
It was reported that high impedance was observed on the right ventricular lead during the implant attempt. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.